Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). Summary of investigational findings: investigation is based on returned device and event description. The complete device was returned; filter still attached to jugular introducer inside the protection sheath and dilator placed inside the outer sheath. On the sheath two minor kinks were noted approx. 38cm and 40 cm from the distal end and an 18mm crack was noted between the kinks, probably caused by a primary filter leg. The inner sheath was kinked 54mm from the distal tip, ie just proximal to the loaded filter inside. Based on very limited information provided the exact reason for the filter to get caught in the sheath and for the damages found on the outer sheath cannot be determined, but they may be due to tortuous anatomy; under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. Also, the reason why the protection sheath kinked next to the filter cannot be determined, unless it occurred during attempted advancement through the sheath valve. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient of unknown age and gender underwent a vena cava filter placement in which the cook celect platinum navalign jugular vena cava filter set, g34309, was placed. When the physician was putting the filter in it was getting caught so he decided to remove it. Midway up the sheath it is perforated. The filter did not exit the perforation. Another of the same device was used to continue and complete the procedure. Patient outcome: there was no harm to the patient.